Event description:
It was reported during a scheduled biliary drainage catheter exchange, it was noted this drainage catheter had fractured and the distal portion of the catheter remained in the pt. The detached catheter segment was pushed into the small bowel for the pt to pass through normal peristalsis, it was noted during a follow-up examination the detached catheter segment had migrated back into the biliary tree. Successful percutaneous retrieval of the detached catheter segment utilizing a snare followed. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. A device history search was performed and revealed no other complaints to date on this lot number. The co's follow-up revealed this catheter was in place for approx 3 months. User technique and/or pt anatomy may have contributed to this event, however co is unable to detemined the exact cause for this event. The co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement."